Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6), 2013..this report is filed july 11, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated on (B)(6) 2013 by cleaning and packing the infected site. However, the infection could not be resolved. The device was explanted on(B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4).